Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor issue. Customer had used 3 sensors this morning but none of them wanted to start due to no electrode left in the sensor after insertion. Customer agreed to be sent a replacement. Customer reported that he bleeds a lot due to having no body fat when inserting the sensor.